Event description:
Hcp reports patient was experiencing episodic withdrawal symptoms of severe itching. The patient was receiving compounded baclofen at a flex dose total 180 mcg/day, low mcg/cc. A study was performed which was negative. There was free flowing csf. The device was explanted after 25 months implant duration, and replaced. The explanted device was returned to the manufacturer for analysis. No other iformation on patient outcome was available at the time of this report. A follow up report wil be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.